Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was seen in the clinic on (B)(6) 2010 complaining of ongoing left groin pain and pain from the spinal cord stimulator. It was noted that the stimulation was not only causing pain, but was also not working. The pt had a second stimulator that appeared to be working appropriately. The pt requested the non-working stimulator to be removed. The pt underwent surgery to remove the spinal cord stimulator on (B)(6) 2010. It was unk if the device was or would be returned to the MFR for analysis. The pt was seen for wound check and removal of the surgical clips on (B)(6) 2010. The surgical clips were removed without difficulty with no signs of infection, no erythema, and no drainage of any kind. The pt continued to complain of left groin pain. It was noted that the explanted stimulator was supposed to work for this and did when the trial was done; however, after the device was implanted, the pt never got coverage. Further treatment options were going to be considered after the pt completely healed from the explant surgery.